Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the customer complained of a blunt non-patient end needle. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the device had a "blunt needle which made it difficult to penetrate the skin. This was painful for the patients."

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder the customer complained of a blunt non-patient end needle. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: the device had a "blunt needle which made it difficult to penetrate the skin. This was painful for the patients."

Manufacturer narrative:
After further review MFR# 1024879-2021-00068 has been determined to be not reportable. This is not MDR reportable. There was no report of serious injury, medical intervention, or reportable device malfunction. Painful venipuncture may present in a varying degree of discomfort or pain but is unlikely to be associated with any form of debilitation or require medical intervention. The pain is usually self-limiting or managed with supportive measures. As a result MFR# 1024879-2021-00068 is null and void.